Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead and device noted high out of range pacing impedance measurements. All other measurements were normal, the provocative test was negative and the chest x-ray was normal. Therefore, the system remains implanted. It was indicated this patient was not pacemaker dependent. No adverse patient effects were reported.